Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 30 mg/dl and may have inadvertently performed the load sequence while connected to the site. Customer was discharged 1 day later, (B)(6)2023. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.